Event description:
Reporter alleged the customer obtained an unknown reading on the aviva system and was given his normal humalog insulin based on it and the amount of carbohydrates he ate at lunch. Reporter stated that about 40 minutes later, the customer fell twice because of hypoglycemia and became unresponsive. Reporter stated that a family member tried to treat the customer, an ambulance was called, and he was taken to the hospital where unknown treatment was administered. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.